Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The previously reported lot number was determined to be incorrect by inventory transaction history. Therefore, this has been updated to unknown.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the returned product. The device was returned without packaging and no lot number was present. The inspection shows signs of use including marking on the device surface. The tensioner shows that it has been partially tightened, the inspection also showed that the tensioner band has fractured. Roughly half of the band remains in the tensioner while the remaining portion of the fractured band was returned as well. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This report is being submitted to update additional information in sections b4, b5, d4, d9, g3, g6, h2, h6 and h10.

Event description:
It was reported during a primary closure of the sternum following an isolated avr, the titanium band attached to the 4 hole box plate, implanted towards the xyphoid process, fractured while the surgeon was approximating the sternal halves by pulling up on the titanium band. As a consequence, the band could not be used to approximate the sternal halves towards the xyphoid process. The preceding multi-implant plates and band were implanted without issue. For the affected plate/band, the surgeon elected to remove the broken titanium band and locking mechanism. He then elected to implant the second 4-hole box plate anteriorly without issue. The closure continued without incident and the patient was not affected by the fractured titanium band. There was no patient injury as a result of the malfunction.

Manufacturer narrative:
Zimmer biomet complaint (B)(4) g2: foreign: australia customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.